Event description:
It was reported that upon receipt at the user facility the sterile packaging of the product had been compromised by liquid during transport. No medical intervention and no adverse consequences were reported with this event. As this event occurred during transport, there was no patient involvement and no delay to a surgical procedure.

Event description:
It was reported that upon receipt at the user facility the sterile packaging of the product had been compromised by liquid during transport. No medical intervention and no adverse consequences were reported with this event. As this event occurred during transport, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
The reported compromise of the sterile packaging was confirmed by a manufacturer repair technician through visual inspection. Evidence of liquid was visible on both the outside and inside of the packaging. Potential causes for the reported event include improper handling during storage or transport. The toga is not a repairable device and will therefore not be returned to the user facility.

Manufacturer narrative:
The device is available for evaluation but has not yet been received. Additional information will be submitted once the device is received and the quality investigation is completed.